Event description:
It was reported that there was high lead impedance and an apparent lead fracture in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range alert was triggered, criteria for the right ventricular lead integrity alert (lia) were met, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead noise alert and lia were triggered on (B)(6) 2013 due to meeting the conditions for nst and ventricular-sic. Out of tolerance subthreshold lead impedance alerts were recorded on (B)(6) 2013. The ventricular pacing impedance rose from an approximate baseline of 500 ohms to greater than 4,000 ohms on (B)(6) 2013.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.